Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture dates: monitor 9/1/2016, electrode belt 8/30/2018.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest on (B)(6) 2020. The patient was reportedly at home and asleep prior to the treatments. At 4:58:10 am and 4:58:44 am, the patient received the first two treatments from the lifevest. The patient's rhythm at the time of these treatments was vt, and the post-schock rhythm was sinus bradycardia at 35 bpm with heart block and intermittent nsvt for the first treatment, and sinus rhythm at 70 bpm with heart block and motion artifact and nsvt for the second treatment. The response buttons were pressed at 4:58:57 am, and it is not known who was pressing the response buttons during this time. At 4:59:14 am, the patient's rhythm was sinus rhythm at 60 bpm degrading to vt at 190 bpm with response button usage. It is not known who was pressing the response buttons at this time. A non-treatable rhythm was declared by the lifevest at 5:13:35, and the device was shutdown at 5:14:12 am. The device was restarted at 5:15:12 am. An arrhythmia was detected by the lifevest at 5:16:09 am, with response button use. The patient's rhythm at this time was vt at 170 bpm with a one second pause, self-converting to sinus rhythm at 70 bpm. At 6:23:45 am, the patient received a third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-schock rhythm was sinus bradycardia at 35 bpm with heart block and pac's. At 4:55:25 pm, an arrhythmia was declared by the lifevest. The patient's rhythm at the time was vt at 240 bpm. At 4:55:25 pm and 4:55:59 pm, the patient received the fourth and fifth treatments, respectively. The patient's rhythm at the time of the fourth treatment was vt at 220 bpm, and the post-shock rhythm was sinus bradycardia at 35 bpm with heart block and premature ventricular contractions, and nsvt. The patient's rhythm at the time of the treatment was vt at 200 bpm, and the post-shock rhythm was sinus bradycardia at 50 bpm with intermittent svt. At 4:56:31 pm, the patient received an inappropriate treatment from the lifevest. The patient's rhythm was svt at 170 bpm at the time of the treatment. The post-shock rhythm was sinus rhythm at 70 bpm with hb transitioning to svt. Svt contributed to the false detection. At 5:40:17 pm and 5:44:33 pm, the patient received the seventh and eighth treatments from the lifevest, respectively. The patient's rhythm at the time of the seventh treatment was vt at 180 bpm, and the post-shock rhythm was sinus rhythm at 75 bpm. The patient's rhythm at the time of the eighth treatment was vt at 220 bpm and the post-shock rhythm was sinus rhythm at 60 bpm. The device was shutdown again at 6:25:40 pm, and powered on at 6:37:50 pm. At 7:47:13 pm, an arrhythmia was declared by the lifevest with response button usage. The patient's rhythm at this time was sinus rhythm at 60 bpm degrading to vt at 150 bpm. It is not known who was pressing the response buttons at this time. From 7:48:34 to 7:48:54, the patient was in vt at 180 bpm for 20 seconds, slowing to vt at 150 bpm. The patient's rhythm then slowed to vt at 120 bpm with CPR and motion artifact. The patient then received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 130 bpm, and the post shock rhythm was sinus rhythm at 60 bpm. The patient's heart rate dropped below the physician prescribed treatment threshold of 150 bpm, which prevented the lifevest from delivering a treatment during this time. At 8:56:11 pm, the patient received the ninth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 220 bpm, and the post-shock rhythm was sinus bradycardia at 30 bpm transitioning to vt. At 8:56:39, the patient received the tenth treatment from the lifevest. The patient's rhythm at the time of the treatment was partially obscured by motion artifact and ECG interference, with nsvt, and the post-shock rhythm was vt at 220 bpm. Nsvt contributed to the false detection. From 8:56:42 pm to 9:04:29 pm, the patient's rhythm was vt at 250 bpm with motion artifact. The patient received a 2nd non-lifevest defibrillation the patient's rhythm at the time of non-lifevest treatment was vt at 250 bpm, and the post shock rhythm was asystole with CPR and motion artifact. The patient was in vt for 34 seconds before receiving the defibrillation. The lifevest requires 60 seconds of sustained vt before delivering a treatment. The patient's rhythm then degraded to vf with CPR and motion artifact. The patient received a 3rd non-lifevest defibrillation. The patient's rhythm at time of non-lifevest treatment was vf with CPR and motion artifact, and the post shock rhythm was obscured by CPR and motion artifact. The rhythm then transitions to bradycardia/sinus rhythm from 40 bpm to 90 bpm from approximately 8:56:42 pm until the device shutdown at 9:04:29 pm. The patient was reportedly taken to the emergency room after the event and is currently intubated.